Event description:
The customer reported the device to power up. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.